Event description:
The air supply and water supply nozzles are clogged. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the air/water nozzle clogged, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) spiral closer condition, the r/l knob peeled off (index), the light guide cable buckled, the lg cable connector corroded, and the objective lens unit scratched ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.